Manufacturer narrative:
A carefusion field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the unit in operation and verified the problem reported by the customer. The fse determined the inspiratory time meter was defective and replaced the meter to resolve the issue. Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4).

Event description:
A customer reported to carefusion that their 3100 high frequency oscillating ventilator (hfov) inspiratory time setting changed spontaneously while on a patient. The patient was removed from the ventilator and placed on another oscillating ventilator. The customer reported that no harm to the patient, associated with the event, occurred.